Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The helix was retracted and clogged with blood/tissue as returned. After cleaning, helix could be extended and retracted. The full helix extension length was measured to be within specification.